Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a sharp object was found in the channel of the gastrointestinal videoscope. There was no report of patient or user harm as a result of the event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, d10, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ad-borescope found deep kinks and tears in channel. A definite root cause could not be identified tracing to the device malfunction "sharp object found in channel". Based on the results of the investigation, the most probable cause of the malfunction "ad-borescope found deep kinks and tears in channel" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.